Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent went primary breast augmentation with a 275cc mentor memorygel breast implant on the left side, and a breast augmentation revision with a 275cc mentor memorygel breast implant on the right side (unknown lot) experienced bilateral baker grade ii capsular contracture post procedure. The capsular contracture was stated to be more pronounced on the left side. The patient had experienced capsular contracture on the right side previously and underwent augmentation revision a few months after her primary augmentation on that side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. This report relates to the right prosthesis. See 1645337-2021-01636 for contralateral prosthesis report. See 1645337-2021-01638 for the previous right sided complication.